Event description:
As reported to coloplast though not veriifed, patient underwent placement of pelvic mesh product. Later patient experienced pain and revision surgery to remove mesh. Patient continues to experience erosion, pain, and dyspareunia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information in this report. (B)(4): devcie not returned.